Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a blue coil cap shaving approximately 4.78 mm in length, located inside the housing. The particle was not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the balloon of a small volume intermate. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.